Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely depressed co2 result obtained on the dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant, falsely depressed carbon dioxide (co2) result. Hsc reviewed the instrument data logs. No maintenance was performed on the instrument. E512: below reference range errors were indicated. Preventative maintenance instrument errors were noted on (B)(6) 2018 from the instrument health report (ihr). There was no indication of reagent delivery, mixing or foaming issues based on result monitors. Quality control was within range during the test event date. The cause of the discordant result is unknown. No product problem has been identified and the system is currently working as specified. This event does not represent a product non-conformance. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 instrument. The same sample was repeated on the same instrument and on an alternate instrument and a higher result was obtained. The repeat result was reported to the physician and not questioned. There is no known report of patient intervention or adverse health consequences due to the discordant falsely depressed co2 result.